Manufacturer narrative:
Device not working during a surgical procedure, with consequent stopped before complete lithotripsy of the kidney stones. The problem could be may traced to component failure. An investigation has been opened to obtain more information about the event dynamics.

Event description:
During the procedure of laser lithotripsy to kidney stone, trimmed laser fiber and the aiming beam went off. After the third fiber replacement, a sound was heard coming from the blackened shield. As the patient had spinal anaesthesia, the staff switched to another laser unit and new fiber. The spinal anaesthesia was starting to wear off and the patient was in pain. The procedure was stopped before complete lithotripsy of the kidney stone. An investigation has been opened to obtain more information about the event dynamics.